Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the reported failure was confirmed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.184" x 0.591" was found to be broken off. The broken piece was not returned. The complaint regarding fragment issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A broken grip tip is typically attributed to either device design or use conditions. Regarding device design, fragments can result as retention of the metal injection molding (mim) to the overmold (om) is insufficient. Regarding use, damage to the force bipolar instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument shattered. The procedure was completed. The record indicated that a fragment was retrieved from the patient during the same procedure, and that a post-operative x-ray was done. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.